Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The device was returned to b&l for evaluation. The investigation revealed the presence of viscoelastic, however, no black smudge was present. Root cause: according to the physician, the root cause is "received damaged". Unable to confirm reported problem, however, the presence of viscoelastic indicates handling, which may have been a contributing factor.

Event description:
The physician reports noticing that there was a black smudge on the crystalens once it was inserted into the patient's eye. The lens was removed and replaced with the backup crystalens intraoperatively. No injury to the patient and the patient's prognosis is good.